Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient experienced an insulin flow blocked alarm on (B)(6) 2026 which led to hyperglycemia. The patient¿s blood glucose level was reported to be high and was managed by manual injection.